Event description:
It was reported that the post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was experiencing pain in her neck and lower back prior to surgery. On (B)(6) 2008: the patient underwent a cervical spinal fusion with implanted hardware. The patient was implanted with rhbmp-2/acs. Post-op, patient alleged suffering from pain in her neck. On (B)(6) 2009, the patient underwent a lumbar spinal fusion with the installation of hardware. The patient was implanted with rhbmp-2/acs. Patient allegedly continues to suffer from lower back pain after this surgery and has been forced to deal with constant discomfort and pain from her implanted hardware.